Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of broken pitch cable to be relate to the customer reported complaint. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of the broken pitch cable was attributed to a component failure and related to device design. Additional observation not reported by site were also identified: the permanent cautery spatula instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result. The root cause of the derailed instrument grip cables is attributed to a component failure. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.345¿ - 0.132¿ in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. No image or video of the last procedure was provided for review. A review of the instrument logs for the permanent cautery spatula (part number 470184-13/lot number n102107120089) associated with this event has been performed. Per the review, the permanent cautery spatula instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 0 uses remaining after the last procedural use. This complaint is reportable malfunction event based on the failure analysis findings. This permanent cautery spatula instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total colectomy procedure, the permanent cautery spatula instrument stopped working. The procedure was completed with no reported injury. The permanent cautery spatula (pcs) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.